Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not working to where they were totally incontinent. The patient said they had their implant working perfectly, but about three weeks ago their symptoms became terrible. The patient said the return of symptoms was sudden, but they were getting better about telling themselves if they had an urge, they would need to get to the bathroom quickly. The patient said no matter what setting they put the implant on it "wasn't working." The patient elaborated that they used to be able to feel stimulation but now they felt no stimulation at all no matter how high they increased stimulation. The patient said they usually felt stimulation much sooner when increasing. During call, the patient was on program 3 at 4.8 ma. The patient increased to 9.6 ma and didn't feel any stimulation. The patient said they had tried a few different programs and felt no stimulation on any of those programs. The patient said they would go through the other programs on their own to see if they could feel stimulation on any program. The patient said they bumped into things with their implant often because they had no balance. The patient said they didn't know or remember if they fell or not, but they did feel like their implant wasn't in place anymore because the implant "pops up" now. The patient said this happened "a while back". The patient was redirected to their healthcare provider (hcp) to further address the issue. The agent sent a message to the field to provide visibility to patient's situation. The rep reported that they would follow-up with the patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the manufacturer representative (rep). The rep indicated that they were working with the patient to find a new provider as the patient's previous provider had moved. The rep stated they spoke with the patient and the patient clarified that the "device not working" comment was referring to a return of symptoms. The cause of the issues and the effect of the patient's fall was not determined. The patient reported that since the call with patient services the patient has not had any further issues. All issues were considered resolved.